Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed and not opening. A field service engineer replaced drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer are not opening. The customer reported that they are unable to access items in drawers and there was a delay and no harm to the patient. There were no adverse events or injuries reported based on this event.